Event description:
The advocate stated, she tested her blood glucose using the customer's contour meter and rec'd blood glucose readings of 12, 16 and 22 mg/dl. She also tested using 2 other meters and rec'd readings of 310 and 179 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips and a new meter were sent to the customer.